Event description:
The stent was placed over a .014 guide wire with a 6fr guiding catheter and when the balloon was inflated it ruptured at 6 too 8 atm with only the distal part of the stent deploying. The stent did not fracture and the balloon catheter was removed. A snare was used to removed the stent without any issures and another stent was deployed successfully. There were no consequences to the patient. No additional information was available.